Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2020, during which the system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the ipg site. The patient fell approximately two months ago and the patient has stated that the ipg site has not felt the same. The patient is experiencing ipg site discomfort. The patient may undergo surgical intervention.